Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the ins draining after 3 hours was not determined. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient charged their battery fully and it drained completely within 3 hours. Patient recharged the battery fully to 100%. The rep instructed her to call back if it happened again. Issue resolved at this time. No further complications were reported/anticipated.